Event description:
Arthritis of right knee [arthritis]. Hot feeling [feeling hot]. Could not walk [abasia]. Pain [pain]. Fluid retention [fluid retention]. Knee range motion decreased [joint range of motion decreased]. Pyrexia [pyrexia]. Care description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis of both knees (kellgren-lawrence grade ii or iii). The patient's medical history was significant for previous treatment with synvisc in both knees and an unspecified history (since (B)(6) 2011). On (B)(6) 2012, the patient initiated treatment with intra-articular synvisc (hylan gf-20) injection at a dose of ml in both knees (dose regimen not provided). The lot number of synvisc was not provided on (B)(6) 2012, the patient received second synvisc injection in both knees. On (B)(6) 2012, the patient received third dose of synvisc injection into external suprapatellars of both knees after sterilizing with iodine. On same day, the patient's white blood cell count was 8000/ mcl (normal range 1500/ mcl - 9700/ mcl) and c-reactive protein was 2.43 (normal range lesser than 0.3) units not provided. On an unspecified date, the patient's knee range motion decreased. On (B)(6) 2012, the patient developed arthritis in right knee with pyrexia, hot feeling and because of these symptoms, she could not able to walk. On (B)(6) 2012, the patient was hospitalized and had treatment with the 'site fixed and rested'. On same day, magnetic resonance imaging revealed fluid retention, white blood cell count: 12300/ mcl and c-reactive protein: 9.41. On (B)(6) 2012, the patient was treated with drip infusion antibiotics for six days in case of infection. On (B)(6) 2012, white blood cell count was 7220/mcl and c-reactive protein: 1.46. On (B)(6) 2012, the patient could walk and the knee mobility range improved gradually. On (B)(6) 2012, white blood cell count was 7350/ mcl and c-reactive protein was 0.32. On (B)(6) 2012, the patient was discharged from the hospital, however, mild pain still existed and the patient required a cane at walking. The patient recovered from the event of arthritis of right knee on (B)(6) 2012. The action taken with synvisc treatment was not provided. The outcome for the events of fluid retention, hot feeling and pyrexia was not provided. The events of could not walk, knee range motion decreased and pain were not yet recovered. The intensity for the event of arthritis of right knee was severe. The intensity for the event of pain was mild and the intensity for fluid retention, hot feeling, could not walk, knee range motion decreased, pyrexia was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis of right knee as definite. The relationship between synvisc and all the other events were not provided. Additional information was received on (B)(6) 2012, in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.